Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: the product in this incident was returned for evaluation, therefore, the product was not transfused. During follow up with the customer, the customer stated that the bag with the hole in it had bacteria staphylococcus epidermidis confirmed by the lab tests. The bag that was fine visually had no contamination confirmed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the part evaluation, a pinhole puncture was discovered on the platelet bag creating the leak. There was no leak found during the procedure because the product went into storage and the customer stated that they found the leak during storage. Additionally, all platelet bags are 100% leak tested. Based on customer description and that platelet bags are 100% leak tested, the disposable met specifications and did not cause or contribute to the bacterial contamination. Although the root cause is not confirmed, it is reasonable to conclude that the puncture occurred after the procedure and could be related to handling or storage of the platelet product.

Manufacturer narrative:
Investigation: the customer returned two platelet bags containing platelets and platelet additive solution (pas) for investigation. Upon visual inspection the following observation was noted: a pin hole puncture was discovered on one platelet bag, creating the leak. The leak was located on the bag vinyl approximately 4cm below the spike port on the reverse side of the platelet bag. The leak is isolated to this vinyl layer only. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they discovered a "pollution" of stored platelets. They found astain of platelets in their platelet agitator and found it was coming from a small hole in a bag of platelets. At this time, it is not yet known what was meant by "pollution". Due to EU personal data protection laws, the patient information is not available from the customer. Patient outcome is unavailable at this time.